Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that a cartridge alarm 20 occurred during the load sequence with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 250 mg/dl.